Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the emergency room on (B)(6) 2023 due to bradycardia. The patient had collapsed. They were treated with inotropes, defibrillation, and cardiopulmonary resuscitation. Extracorporeal membrane oxygenation (ECMO) was also used. Their pump flow had decreased below 2 lpm. In the afternoon on the same day the patient passed away. An autopsy was performed, and a thrombus was found at the inflow, outflow, and inside of the pump, as well as at their aortic valve.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images confirmed the presence of thrombus formations that could have developed due to the reported decrease in flow. The observed formations appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump; however, a specific cause for this interruption could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic value (av) thrombus formation and bradycardia could not be conclusively determined through this evaluation. The controller event log file contained relevant events from 28jul2023. Transient low flow alarms were captured from 11:17:39 through 11:25:50, when the estimated flow was sustained below the low flow threshold of 2.5 liters per minute (lpm) for at least 10 seconds. These events were also associated with elevated pulsatility index (pi) values. Flow values appeared to recover between 11:26:41 and 13:09:44; however, beginning at 13:32:24, flow began to decrease again. Multiple low flow alarms were observed which became continuous as flow values decreased as low as 1.2 lpm. Corresponding decreases in pi and motor power values were also noted during these events. The remainder of the file captured events consistent with the patient's expiration and termination of support. Review of the account's submitted images revealed a thick, red/white, tissue-like deposition that partially occluded the blood flow pathway. Additionally, a dark red/ white deposition of tissue-like clotted blood was observed upon removal of the sealed outflow graft and bend relief assembly, which appeared to have extended from the pump cover into the sealed outflow graft lumen. Further evaluation revealed what appeared to be a small, thin, white, tissue-like deposition within the eye of the rotor, as well as dark red/black, partially dried, denatured blood on the rotor base, within the visible rotor vane, and within the pump cover interior. The observed depositions appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including pump thrombosis, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump power, flow, and pulsatility index (pi). This section explains that pump flow and power generally retain a linear relationship at a given speed and states that an occlusion of the flow path decreases flow and causes a corresponding decrease in power. This section also warns that gradual power decrease may indicate an obstruction of flow and should be evaluated. In reference to pulsatility index, this section states that pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (that is, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (that is, the pump is providing greater support and further unloading the ventricle). Furthermore, a drop in pi value may indicate a decrease in circulating blood volume. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU lists cardiac arrhythmia as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient did not have a history of arrhythmia prior to implant. Additionally, there were no changes to patient condition, anticoagulation status, or pump parameters that would have contributed to the event. The account communicated that the device had operated as intended prior to the event.